Event description:
It was reported that during use of a bd vacutainer® multiple sample luer adapter, one (1) unit displayed tube push-off from the non-patient end needle. No adverse patient or user impact was reported.

Manufacturer narrative:
D.4. Lot #, expiration date, unique identifier (UDI): unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.